Manufacturer narrative:
Investigation is not complete. Additional information has been requested from the surgeon. Trends will be evaluated. This report will be amended when the investigation is complete. Event device code is addressed in the package insert.

Event description:
Allegedly, the doctor states that the implant loses some of its length when the patients weight is applied to that limb. Allegedly the locking mechanism and the coil of the implant broke for no reason.